Event description:
During an attempted ICD upgrade pulse generator change and rv lead revision - the end of the guidewire for the lv lead broke off and was returned. A small wire was not able to be removed and this was left in the coronary sinus branch.